Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during prime test at 4 pounds due to moisture damage on faulty force sensor system. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 75 mg/dl. The customer did a reservoir change and there was a retracted reservoir. The customer tried to do a reset. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.